Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg as instructed. As a result, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient's weight has been obtained and provided.

Event description:
Additional information received/obtained revealed the patient's ipg was explanted and replaced (with a different model) to provide resolution.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.